Event description:
It was reported that the customer had a button error alarm. The customer's blood glucose level was 96 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly during our testing. However, found moisture damage to the keypad traces during our visual inspection. No button error alarm during our testing. The insulin has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.